Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k001109.

Event description:
The lay user /patient contacted lifescan (lfs) (B)(4) on (B)(6) 2011 alleging an error 1 message on his one touch ultra meter. A medical surveillance specialist (mss) sent follow up questions; however, the patient refused to answer any additional questions. Mss classified the complaint based on the initial call placed by the patient on (B)(6) 2011. The patient mentioned that he developed symptoms due to the alleged issue and was unwilling to further provide further detail. He stated that he was woken up by his wife in the middle of the night because he was exhibiting symptoms of intense excessive sweating and he had felt weak. Due to the alleged symptoms, the patient was treated with food/drink. There is no information on how long the patient had obtained the error 1 message prior to the symptoms or what the last reading was on the patient's meter before the symptoms. There is also no information on the patient's diabetes regimen or whether the patient continued to take his diabetes medication when the meter was not working. There is also no information on whether the wife attempted to test his blood glucose on his meter or how soon after treatment the patient felt better. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged error 1 message, the patient was unable to test and at an unspecified time later developed symptoms suggestive of a serious injury and had to self-treat with food/drink.